Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, after the t1 of the fast-fix 360 device was implanted, the t2 fell off. The procedure was successfully completed with non-significant surgical delay using a s+n back-up device. No further complications were reported.

Event description:
It was reported that during a meniscus repair surgery, after the t1 of the fast-fix 360 device was implanted, the t2 fell off from the inserter. The t1 had been already anchored secured in the patient when the problem was noticed and had to be removed from the patient with tweezers. The procedure was successfully completed with non-significant surgical delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed the device was returned in the original box and pouch with the batch of the complaint on the labels. The t1/t2/suture were not returned. The actuator is in the pre-t1/post t2 position. There is bio debris on the needle. A functional evaluation showed that the actuator performed as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.